Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported reverse tapered neck and three left renal arteries, and type ia endoleak. The migration complaint is unconfirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms identified were type ii endoleak from the lumbar arteries. The final patient status was not reported. It was determined that the contributing factors for the type ia endoleak is most likely the reverse tapered neck anatomy and the type ii endoleak from the lumbar arteries. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Based on the information received, clinical evaluation confirmed the reported reverse tapered neck and three left renal arteries, and type ia endoleak. The migration complaint is unconfirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms identified were type ii endoleak from the lumbar arteries. The final patient status was not reported. It was determined that the contributing factors for the type ia endoleak is most likely the reverse tapered neck anatomy and the type ii endoleak from the lumbar arteries. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that the patient had a reverse tapered neck and 3 left renal arteries. Approximately three (3) months post initial procedure, a type 1a endoleak with possible migration was identified. CT images were reviewed by endologix medical affairs concluding that the procedural angio shows the ro markers are close to the lowest renal but due to parallax not being corrected it is hard to say how close they actually are. The post-op CT shows the sealing ring to be much lower than at the procedural timepoint. However contrast is not seen around the outside of the sealing ring. There is a chunk of calcium at the level of the sealing ring; therefore, being able to fully detect if it is somehow getting past this area is not clear. Type ii endoleaks were also identified. Patent ima and a pair of patent lumbars. The patient is being monitored.